Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing due to post paced t-wave oversensing. The oversensing was noted on the stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was performed. No additional information was reported.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t-wave oversensing. The patient did not receive any therapy during the oversensing. Programming changes were discussed. No intervention was performed. No patient symptoms were reported. The patient was in good condition and will continue to be monitored.